Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the battery and lead sites and was not getting efficacy of therapy. The physician confirmed that the patients leads migrated. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.